Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported cup impaction haptics during da tha would align to planned cut. Inc and ver and the cup itself did not display even when cup was physically in socket. Checkpoints passed before and after ream. Robot and arm repositioning did not resolve. Impaction performed manually.

Event description:
Mps reported cup impaction haptics during da tha would align to planned cut. Inc and ver and the cup itself did not display even when cup was physically in socket. Checkpoints passed before and after ream. Robot and arm repositioning did not resolve. Impaction performed manually.

Manufacturer narrative:
An event regarding communication failure involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: checkpoints passed before and after ream. Robot and arm repositioning did not resolve. Impaction performed manually. Work performed: unable to reproduce the issue. Completed pm while onsite. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob2554 was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.